Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Unit interm. Locks up. With foot p/2-8.conn.'s. Order: 94445 freezing" problem and becomes inoperable. The device has failed to be turned on as often as not. Ref: e-complaint (B)(4). Lot/serial #: (B)(4); 100 volt leep 1000 genera l1000j e-complaint (B)(4).

Manufacturer narrative:
Investigation x-inspect returned samples *analysis and findings complaint 2020-08-0000045 distribution history: this complaint unit was manufactured on 10/1/2010 and shipped 2/26/2011. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: this unit was returned and updated its diaphragm under log 93354. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 94445, this unit was at csi on 6/17/2020. Visual evaluation: visual examination of the complaint unit revealed physical damage internally. Mounts were noted to be broken. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Service & repair did not confirm the complaint. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. The internal damage is being attributed to shipment damage from japan to the us. *correction and/or corrective action the unit was observed for an extended period or time periodically checking its functions but no confirmation of an intermittent function was observed. It was later tested to specifications and returned to the customer. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Unit interm. Locks up. With foot p/2-8.conn.'s. Order: 94445 freezing" problem and becomes inoperable the device has failed to be turned on as often as not. Ref: e-complaint-2020-08-0000045 lot/serial #: 1005f4514 1216677-2020-00177 100 volt leep 1000 genera l1000j e-complaint-2020-08-0000045.